Event description:
Boston scientific received information that during an implant procedure involving this left ventricular (lv) lead, the doctor was informed that the procedure table was not sterile. The doctor chose not to implant this lv lead, explanted the right ventricular lead that had been placed, and abandoned the left side implant procedure. At that time the plan to treat the patient with antibiotics and reimplant a new system on the right side a few days later. Subsequent information noted that a new pacemaker system was implanted two days after the above event. No further adverse patient events were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.